Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device after a peripheral intervention procedure. Reportedly, the proglide device deployed successfully; however, when attempting to remove the device the foot caught some tissue and there was resistance during removal. As the foot of the proglide caught some tissue, this resulted in tissue damage. There was no reported treatment for the tissue damage. There was no excessive bleeding reported. Hemostasis was not achieved successfully with the proglide sutures so manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.